Manufacturer narrative:
A steris service technician arrived onsite to inspect the washer. Review of the washer's cycle tapes revealed that a "drying temp. Too high" alarm had occurred while a cycle was running prior to the reported event. This alarm occurs to alert the user that the drying element is overheating and that the unit should be taken out of service. The technician inspected the unit and found the root cause of the reported event is attributed to the drying element. The drying element overheated resulting in the reported event. The washer was installed in 2013 and is under steris service agreement for maintenance activities. The last maintenance was performed on (B)(6) 2020. No issues with the function or operation of the washer were identified at that time; the unit was operating according to specification. The unit has been removed from service pending repairs. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that smoke was coming from their reliance vision multi-chamber washer. User facility personnel immediately shut power off to the unit and the smoking stopped. No report of injury.

Manufacturer narrative:
On 4/2/2020, the technician performed the necessary repairs, tested the unit, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.